Event description:
A government agency reported that during the surgery the haptic was broken during the implantation of the intraocular lens. The damaged intraocular lens was removed later and replaced with a new one. The surgery time was prolonged, and the removal of the lens may cause damage to the corneal endothelium, leading to postoperative edema.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).